Manufacturer narrative:
Result: erroneous data generated. Conclusion: sample integrity and/or maintenance issues may have been contributing factors to the event.

Event description:
The customer contacted beckman coulter inc. (Bci) to report eight erroneously low or high glucose results when run in duplicate mode on a unicel dxc 800 pro synchron chemistry analyzer. The customer normally runs patient samples in duplicate mode and verifies the results prior to reporting. The suspect results were not reported out of the laboratory. Patient treatment was not impacted. The customer has experienced sample integrity issues which may have contributed to the erroneously low and high glucose results observed. A definitive root cause has not been determined.